Event description:
It was reported that the patient had the artificial urinary sphincter removed as it stopped working and would not cycle due to fluid loss. A new artificial urinary sphincter was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was visually inspected, microscopically examined, and test for leaks. A pinhole was identified in the cuff shell consistent with wear at a fold in the cuff. Inspection of the remainder of the other aus components did not identify any further damage or irregularities. Based on the results of this investigation, the most probable cause of the reported event was the observed component failure.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as it stopped working and would not cycle due to fluid loss. A new artificial urinary sphincter was implanted. No patient complications were reported.